Event description:
Caller reported that damage occurred to tandem charging cable, rendering charging supplies non-functional. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the damaged charging supplies, which would be shipped within two days.